Event description:
The customer contacted stryker to report that their device had a blank screen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Due to information unavailable section e1, initial reporter phone, was left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was able to duplicate and verify the reported issue. Internal connections were reseated to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. A further cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a blank screen. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.